Event description:
It was reported that the power cable fuse blows on the bed. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Investigation underway; follow-up reported will be submitted as necessary based on investigation results.